Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable bilirubin total gen.3 results for two newborn patients that were reported outside the laboratory to the doctor. The laboratory received a complaint since the results were not "agreeing with the clinic of the patient and with the treatment." Patient : the initial result was 20.7 mg/dl. The result from another laboratory was 14 mg/dl. It was unclear if this testing was from the same patient sample. Information regarding the analyzer used was requested, but it was unknown. Patient ((B)(6)): the initial result was 24.1 mg/dl. The sample was not repeated due to inadequate sample volume. The patients were not adversely affected. The reagent lot number was 11667501. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Potential hypothetical causes include an insufficiently filled primary tube or a calibration issue. From the provided calibration trace it was visible that the customer produced two quite different k-factors with exactly the same calibrator-reagent combination. The questionable result of 20.7 mg/dl was calculated with the older calibration from (B)(6) 2016. If it had been calculated with the new calibration from (B)(6) 2016, the result would have been lower.